Manufacturer narrative:
The gluc3 reagent lot number was 836472 with an expiration date of 31-jan-2026. The field service engineer (fse) found a broken rinse tube. The fse fixed the broken tube, and the instrument has been operating within specification. The customer had no further issues after the service visit. The investigation is ongoing.

Event description:
The initial reporter questioned low results for 3 patient samples tested for glucose hk gen.3 (gluc3) on a cobas c 503 analytical unit. Discrepant results were provided for 2 patient samples. Patient 1 initial result was 5.47 mg/dl. The repeat result was 111 mg/dl. The repeat result from a cobas pure analyzer was 112 mg/dl. Patient 2 initial result was 20.0 mg/dl. The repeat result was 83.5 mg/dl.

Manufacturer narrative:
Reagent issues were excluded as the customer had no further issues, and the correct repeat result was received using the same reagent. Preanalytical issues were noted on previous service visits. Based on the information provided, the specific root cause for the event could not be determined.